Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: missing display window/cover, pillowing keypad overlay, scratched case and cracked belt clip rails. Cosmetic damage was confirmed at missing display window/cover. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a crack on the screen/display and was able to read the display. Also, the customer was reporting an issue during the priming process. The customer reported no adverse event. The event involved product(s) unomedical and mmt-1715k. Troubleshooting was performed, and the crack was not impacting the pump's functionality. No harm requiring medical intervention was reported. The product returned for analysis mmt-1715k, and no product return is required for unomedical.